Event description:
It was reported that the ilet pump displayed alert 65 indicating an audio over/under current malfunction while therapy continued and the device otherwise remained functional; the patient was advised to maintain backup therapy and to prepare the device for replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an audio subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.